Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient had not used the implanted device since 1994. It is unknown why device use was discontinued, or if the patient ever received benefit from the device. More information has been requested, but has not been provided as of the date of this report, (B)(6), 2012. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.